Event description:
It was reported that, "patient complained of "grinding" according to surgeon. Surgeon also said patient had hip pain. Trident hemispherical cup was removed. Surgeon commented on the worn titanium rim of ceramic liner.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2010-00745.